Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was able to duplicate the reported issue. The stryker fsr replaced the main keypad interface pcb cable to resolve the issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that the on/off button of their device was not responding. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.